Event description:
MRI of pelvis and thighs. Pt weight: (B)(6) lbs ((B)(6) kg), height: 187 cm, scanner b, 1.5t, large bore scanner. Body radiologist received a call from patient's doctor stating that his patient may have suffered a burn during his MRI. The exam was cleared by msk fellow. The patient has two retained bullets, one in the buttocks and one the right tibia. Fellow instructed technologist to place the patient on a 1.5t, give the patient the panic ball and stop if the patient feels any heating in those areas. The patient was placed on the scanner without incident. However, due to his size and asymmetry due to right sided hernia, the patient's right abdomen was touching the bore of the scanner in the area of the burn. During the scan, he was asked if there was any discomfort. He described that he was generally getting warmer, but no focal heating.